Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the patient's insulin pump is displaying a button error alarm. Patient's blood glucose level is 240mg/dl. Trouble shooting is conducted. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button alarm noted during testing. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked insulin pump belt clip slot.